Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-08531. It was reported that the patient never achieved stimulation since scs system was implanted. Multiple reprogramming¿s were attempted to no avail. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Device 2 of 2: reference MFR report#1627487-2018-08531. Additional information received identified that physician attempted placing a new lead ((B)(6) 2018) at l3 level, but was unable to place due to scar tissue. The surgeon decided to place a trial lead 3086 at t9-t10 level and out of the box issue was identified. As such no drg leads were implanted and the procedure was abandoned. Surgery is pending.